Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment after obtaining an err on his aviva system. System was unavailable for use due to an error within specs. A request was made for the return of the system and a replacement was sent.